Event description:
It was reported that the right ventricular lead was repositioned on (B)(6) 2017 due to the patient experienced diaphragmatic stimulation. The patient was stable during and post-procedure.